Event description:
Reporter(s) noted physician used three (single-use) cassette paks for 32 patients in one day. Several of them had severe inflammation post-op. No intervention was required. Doctor wanted to check all medical devices used, but used cassette paks were discarded. He requested check for level of residual ethylene oxide gas in unopened paks from same lot. Additional information including patient identifieres and outcomes was requested. Doctor refused to cooperate further with investigation; only wanted to know if there was a pak problem. No additional infomation is expected.

Manufacturer narrative:
A company service rep checked system: no problem found. Cassette paks, lot no. 567904h, manufactured 01/20/2006, have not been received for evaluation to date.